Manufacturer narrative:
Initial reporter address:(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was connection issue between the patient adaptor of a peritoneal dialysis (pd) transfer set and the titanium adaptor. This occurred before use of the device for pd therapy. The transfer set was replaced and there was no allegation against the titanium adapter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with the original cap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The connection between an in lab titanium adapter and the patient adapter was performed and no leaks or issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.